Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that, the customer received power error detected alarm. The blood glucose was unknown at the time of incident. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Notification light did not immediately stop flashing. The troubleshooting steps were guided for power error detected alarm. The insulin pump alarmed again as change battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Unit passed displacement properly. Pump error noted due to connector resistance issue printed circuit board.